Event description:
It was reported that pump screen was broken and no longer fits on the pump. The screen was no longer responsive. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.